Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless pacemaker exhibited high number of over-sensing short v-v episodes. The leadless pacemaker remains in use. No patient complications have been reported as a result of this event.